Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned, and a watchman flx closure device and delivery system (wds) was inserted. Attempt was made to implant the wds, but it was too large. The wds was exchanged for a second wds, however access to the laa was lost. A pigtail was inserted to re-gain laa access. A third 20mm wds was prepared and inserted. As the third wds was deployed, st segment elevation was observed. The anesthesia team administered reversal medication and the st segment elevation gradually decreased. The procedure was continued, and the closure device was successfully released in the intended location. As the care team was debriefing, it was suspected that the st segment elevation was induced by high doses of vasopressin which had been administered just before the st segment elevation was observed.